Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion / prevention measures: on the basis of the product investigation and information provided a definitive root cause could not be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product nj108 - biolox prosthesis head 8/10 32mm l. According to the complaint description, the implantation was performed in (B)(6) 2007. Postoperatively, sometime later, the ceramic head liner broke and a revision was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nh102 - sc/msc ceramics insert 32mm 48/50 sym. (Internal aesculap ag ref. No. (B)(4) ).